Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Visual inspection found that the lemo connector on the cable was damaged as a piece was removed. Preventing functional testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the interface cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a interface lemo connector was dented. There was no patient present at the time of the issue.